Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 24-aug-2024, UDI#: (B)(4). H3. Analysis of the communicator found the micro-usb charge port was loose and rattling. The communicator failed battery charging bench test and tm90 micro usb port/hub was visually damaged (micro usb hub bracket broken and burnt l4 on charge board). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient communicator. It was reported that their pump has been 'working great' until 'the other day.' The patient clarified that they had a problem trying to plug the charger into the communicator charging port, and now they could hear a part inside jiggling, and it would not take charge. The patient stated that they tried getting a bolus last night when they were not able to connect, and their son told them the communicator looked like it was not charging. The patient stated that when they picked up the communicator to start charging it, they heard something 'jiggling' inside the communicator. They were in severe need of their boluses because they just had a major injury. When the agent inquired pump medication, the patient stated hydro morphine, ¿it's something-morphine.' An email was sent to the repair department to replace the communicator.